Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via manufacturer representative that the tip of the blade broke off during the procedure. There were no fragments that fell on the patient. There was no delay in the procedure as another device was used. There was no patient impact.

Manufacturer narrative:
Analysis found that visually, the middle assembly cutting tip was stretched out of its seated position which would have resulted in the reported event. No portion of the device became detached. The inner assembly would spin with some resistance. The middle assembly was rotated by the hub and the tip would not turn which indicates a broken internal spiral wrap. The distal inside diameter of the middle assembly was worn unevenly and the locking area of the rotating hub was deformed in such a way that indicates aggressive use. If information is provided in the future, a supplemental report will be issued.